Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure, that on final angiogram a ia endoleak was present. Intervention was performed and the physician implanted eight endoanchors. Another angiogram was performed and the ia endoleak remain ed. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.